Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystallized foreign material clogged in the auxiliary water channel, and was further identified as simethicone. Deformation or breakage of the auxiliary water channel was not reported. No obvious deviation of reprocessing was confirmed at the user facility. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The angulation control knob was stiff in the down, left and right angle. The angulation in the down and right direction failed to meet the specified value. There were few additional findings. The light cover glass and optical cover glass was chipped and the adhesive of light cover glass and optical cover glass was worn out. The distal end adhesive was lifting. There was a hole in the switch button. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited reduced angulation. The issue was found during reprocessing. The intended procedure was completed with the same device. The device was returned and an evaluation at the repair center revealed remnants of white crystallized contamination which is believed to be infacol (simethicone) within the jet channel (auxiliary channel). There was no patient involvement.